Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn : m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 5159184.

Event description:
It was reported that the patient was experiencing inadequate pain relief and lost of coverage due to high impendances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.